Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to be interrogated. A new wand was utilized which was unsuccessful. It was noted that on x ray this device appeared to have migrated near the axilla. Additional information is being requested from the field. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. A new wand was utilized which was unsuccessful. It was noted that on x ray this device appeared to have migrated near the axilla. Additional information is being requested from the field. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received that a magnet and electrocardiogram were used together to determine the pacemaker location was near the axilla. Once found, this pacemaker was successfully interrogated. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.